Manufacturer narrative:
The involved device is six years old and not under a service contract; the user facility did not involve the local dräger s&s organization into any follow-up measures. As per report, the device is back in use after replacement of the internal battery, further information was not provided. A case-specific evaluation is not possible; only a general assessment can be made. There are several scenarios for the course of event possible, the simpliest explanation may be that the device ran on battery until the latter was depleted - with an overaged battery resulting in a reduced runtime this may have been unexpectedly early. Another imaginable reason for the event would be a mains power loss in the ward which could not be compensated by the overaged battery. In any case, the case must be mainly attributed to lack of maintenance since it was reported that solely replacement of the internal battery has put back the device into fully operable condition - there is no detail in the report which would reasonably suggest that further parts were replaced. The internal battery is subject to regular inspections and shall be replaced every two years - for the particular device is not known when the last battery replacement was done if ever. It is part of the daily pre-use check procedure to verify the availability of the internal battery as a back-up source, the user may not have done that. Dräger finally concludes that the reported event was resulting from lack of maintenance, most likely in combination with use error as a secondary aspect (failure to follow instructions). H3 other text : device not available for evaluation

Event description:
It was reported that the device posted a battery-related alarm during a running ventilation episode and shut down. As per report, the patient was immediately connected to another ventilator; no health consequences have occurred.